Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (S-ICD) generated untreated episode alerts due to noise. Technical review determined the episodes were consistent with noise on the Sense B vector, with a possible connection issue or lead fracture. Reprograming was recommended. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.